Manufacturer narrative:
Product complaint # (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? - please provide the source or name of person providing answers to follow-up questions: --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device 10848a_j433h batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the surgery, the surgeon frequently experienced needle pull off issue, suture breakage while using. Five products have same needle pull off issue. The surgery was completed by changing the suture. No adverse patient consequences were reported. Additional information was requested.